Event description:
According to the reporter, the manufacturer quality and clinical teams met with the distributor for the facility. During a meeting held on (B)(6) 2025 with the distributor team, the manufacturer learned of the complaint that was now entered into the system. Part number and lot number were not made available. It was noted that there was a crack on each of the luer adapters. The catheter has been in placed for 3 years at the time event. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.